Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed. Transmitter download/pairing was performed and failed due to transmitter not found. A review of the share logs was performed and no data within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The receiver was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. A review of the receiver logs was performed and data does not reflect on incident date. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.